Event description:
The reporter stated an aa4203tl toric silicone single piece lens was torn during loading but was not noticed until the surgeon had inserted the lens. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
.